Event description:
The device evaluation noted a torn and cracked downstream occlusion seal. It occurred during preventive maintenance. There was no patient involvement and harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a torn and cracked downstream occlusion seal. The seal was replaced and the device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.